Event description:
It was reported that on (B)(6) 2012, 4 xience v stents were successfully implanted, one in the distal left main (lm), one in the ostial / proximal left anterior descending (lad) to lm, one in the ostial / proximal left circumflex (lcx) to lm and one in the proximal right coronary artery (rca). On (b)(64 2014, the patient experienced acute coronary syndrome and a myocardial infarction was diagnosed. The patient was hospitalized and taken to the catheter lab. The 4 implanted stents were noted to be widely patent; however, stenosis was noted within 5 mm of the stent implanted in the proximal lad. Cardiovascular medication was administered and percutaneous coronary intervention was performed, with the implantation of a xience xpedition stent as treatment. Post procedure stenosis was noted to be 0% and the event was noted to be resolved. The patient remains stable and will most likely be discharged on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction. The reported patient effects of angina, myocardial infarction, and restenosis, as listed in the xience v everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.